Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Some 2d shots had to be taken before 3d shots. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information that, while using the imaging system in a sacroiliac and thoracolumbar procedure, when closing the gantry, the tube and detector leds did not illuminate. The gantry fully closed and the hand switch was depressed the duration of the closure, moving the detector and tube to the ap and lateral positions, the gantry still did not show the lights as illuminated. The system was rebooted and the o-arm tube and detector lights illuminated and rotated to the correct positions. There was a reported delay to the procedure of less than 1 hour due to this issue.